Event description:
The customer called to report that the battery life is lasting only one day. The customer then stated that she was treated by the paramedics due to a blood glucose of 600 mg/dl. The customer stated that the battery died without giving any alarm, and her blood glucose elevated. The customer stated that the paramedics were called because she was driving, and was involved in an accident during the time that her blood glucose levels were high. The police arrived at the scene and called the paramedics. Advised the customer that a battery cap would be sent to her. Advised to call back if that did not fix the issue with low battery life. Advised that her insulin pump is out of warranty, and explained her options. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.